Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump was not working and button error. Customer¿s blood glucose was 105 mg/dl at the time of incident. Customer states that buttons not responding. The insulin pump will be returned for analysis.